Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a keypad issue. It was reported that all the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the pump was returned with all the keypad buttons responding properly. The original complaint was unable to be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination found.